Event description:
Please see initial MDR 9616084-2018-00011.

Manufacturer narrative:
The zippie voyage base for serial number (B)(4) was returned to sunrise medical on (B)(6) 2019 2019 and an evaluation was performed on (B)(6) 2019. The evaluation was performed by sunrise medical's quality engineer, r&d engineer and manufacturing engineer. The following are the findings of that evaluation: it was verified that the slide-n-lock mechanism looks solid and all of the hardware on the chair were present and torqued to proper specification. The team verified that the seating system was able to fully latch with the slide-n-lock mechanism and confirmed that an audible clicking sound was heard when the seat completely latched onto the slide-n-lock mechanism. The evaluation team found that, when installed properly, the seating system and the slide-n-lock system performed to specification. The evaluation team was not able to duplicate the alleged failure mode unless the seating system was intentionally misaligned and left unlatched. Two potential scenarios were identified that could lead to the seating system not being properly latched. One would be the incorrect mounting of the seating system onto the stroller base by the attendant. The second would be a foreign object interfering with the slide-n-lock mechanism. These potential issues are recorded in the zippie voyage stroller ufmea and are being monitored for trends. Further investigation also shows that prior to this incident, there were no previous service orders for maintenance and replacement parts as recommended on page 12 of the wheelchair's owner's manual. No further investigation will be performed by sunrise medical at this time.

Manufacturer narrative:
On 10/18/18 sunrise medical gathered additional information from account manager (B)(6). He stated the technician at the facility had to use blue lock tight tape to keep screws from falling out. (B)(6) was unable to determine and is currently unknown which failed hardware may have caused or contributed to the seating system falling off of the base. (B)(6) did confirm that the child did receive a bloody nose and a golf ball size goose-egg bump on his forehead. After going to the hospital, it was recommended to take the child to a pediatrician. The child was taken to the pediatrician and all checked out okay. There was no follow up appointment needed but it was recommended to watch him for any change in his condition. (B)(6) said he did see him that following thursday and the child does have a bump on his forehead; however, it appeared that he was doing well. The subject stroller was researched by sunrise medical's regulatory department and it was found that there is no history of a similar incident occurring since the stroller's manufacture and ship date of 1/4/2017. It was requested that the dealer return the stroller for a full evaluation; however, sunrise medical has not received the stroller despite numerous attempts. The failure as described in this report/complaint is a known risk and has been addressed in the products ufmea stating the potential cause of failure to be improper torque adjustment of the hardware. The current controls is listed as, "all torque settings are included and min torque is included in the owner's manual. Service is only to be done by an authorized dealer". The risk evaluation score is at 9 which is equal to: corrective action is not required, but may be assessed to lower risk even further if agreed upon by design team or management. Although the injury is not considered serious as described in part 803 of the FDA standard and the failure was not likely due to a malfunction or defect, sunrise medical has decided to file this MDR out of an abundance of caution. If and when the parts are returned for evaluation, a supplemental report will be filed. No further investigation will be performed by sunrise medical at this time.

Event description:
Sunrise medical account manager (B)(6) reported that the locking system for the base plate had 3 screws work themselves loose as well as screws from the bottom of the plate. The mother was rounding the corner to enter the bathroom and the seating systems fell off the base onto the floor. Medical attention was provided. The child had a bump on his head and a bloody nose. He was seen by the hospital staff and then he was sent to see his primary doctor.